Manufacturer narrative:
As neither product will be returned and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. As a result, a revision was performed and the device and lead were deactivated and a new system was implanted on the patient's other side. No additional adverse patient effects were reported.